Manufacturer narrative:
Additional information received: section a2: this information updated as it was unavailable at the initial submission. Section a6: this information updated as it was unavailable at the initial submission. Section b5: this information updated as it was unavailable at the initial submission. Section b7: this information updated as it was unavailable at the initial submission.

Event description:
Update: it was reported that the patient had a reaction to the astron clear splint. The device was delivered on (B)(6) 2021 with the reaction occurring (B)(6) 2021. The reaction noted was "white patches and swelling under the tongue and alongside the lips. The patient discontinued using the device on (B)(6) 2021. It is unclear how long the reaction lasted. The patient went to her primary care physician and was given antibiotics but decided in a saltwater rinse instead. There was no allergy testing prior to the delivery of the device. The patient has an allergy to latex. With regards to the device: the provider cleaned the device with anti-bacterial soap and water. The patient cleaned the device using optim (oral rinse) and rinsed with water.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results : according to CAPA 19-002, astron is the legal manufacturer of the device. The design control requirements described in 21 cfr part 820.30 are inherently exempted (for glidewell) since the performance of this requirement is for the manufacturer of the device which continues to be astron when the device is used following the provided instructions. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. An upper tray was returned in the original case. The results were summarized roughness - the flange was smooth. Interior/exterior surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device did appear discolored; semi transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause : a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." Per the reported information, the provider cleaned the device with anti-bacterial soap and water and the patient cleaned the device using optim (oral rinse) and rinsed with water. Additionally, it was noted that the patient has a known allergy to latex. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Rpt 012574 rev. 1.0 (clearsplint biocompatibility report) was conducted to report the results of biocompatibility testing clearsplint® nightguard materials complete with all dyes and metals used for construction of the device. Samples of clearsplint material were created meeting required surface areas and simulating the final device for biocompatibility testing. All accessory materials and colors available for use in the device were tested. Clearsplint® nightguard material powder and clearsplint® nightguard material liquid were mixed in appropriate proportions of 1 part liquid to 2 parts powder per pro-012516 clearsplint manufacturing procedure and for this biocompatibility testing one drop of each dye (red or blue) was added. The findings in rpt 012574 rev. 1.0 (clearsplint biocompatibility report) stated that "clearsplint material with blue dye & metal alloy was considered biocompatible when tested for cytotoxicity, sensitivity, oral mucosal irritation & dermal irritation. Clearsplint material with red dye cleared cytotoxicity, sensitivity & dermal irritation test but it was considered as minimal irritant for oral mucosal irritation."

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The exception of serial number as the device is manufactured by prescription . The device is manufactured by prescription and not implantable.

Event description:
It is reported that the patient had a reaction to the astron clear splint. The device was delivered on 8-4-21. It is unknown when the patient first used the device, but experienced white patches inside of the lips and tongue. The patient has an no allergies reported. With regard to the device: it is unknown how the provider delivered the device or how the patient cared for the device.